Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor, urinary dysfunction/sacral nerve stim. It was reported that the reason for the call was the patient stated not feeling the vibration at all since the 1st of this week. The agent asked if their symptoms have changed and the patient stated it helps during the day but they are about the same at night, still going to the bathroom all night long, 6-7 times a night and that is normal , patient does not sleep. This has been happening more this year, more the last few months. The agent reviewed that the patient can try increasing stim. The patient stated they always feel the vibration and doesn't now. The patient stated they checked on the programmer and therapy was on. The agent reviewed not needing to feel the vibration. During the call patient increased from 0.7 to 1.1 and is still not feeling anything. The issue was not resolved through troubleshooting. The patient also mentioned having back surgery about 4 weeks ago and the implant site was hurting before the surgery but now it is a little better and does not hurt as much. The patient sta ted going to the bathroom a little bit more at night since the surgery. The patient was redirected to their healthcare provider to further address the issue. The patient stated they have a doctor appointment scheduled for tuesday butit is 45 min away but they don't have transportation. Patient will contact their doctor.